Event description:
It was reported that patient presented to emergency room. It was noted that the right ventricle (rv) lead failed to capture. The physician elected to explant the rv lead and replaced it with a new lead. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Both visual and x-ray inspections of the lead did not find any anomalies.